Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown baclofen at an unknown concentration at a dose of 2647 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the most recent pump change was on (B)(6) 2015. The pump was changed due to the motor stopping and starting and then finally stopped. The patient went to the emergency room (ER) to have surgery and the pump was replaced. It was reported that the patient had a traumatic brain injury (tbi).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.